Event description:
It was reported that during an unk procedure, the device was not working properly. A different device was used to complete the procedure. There was no adverse consequence to the pt.